Event description:
Per the clinic, the patient experienced an extrusion of the implant coil. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The patient also underwent revision surgery (specific date not reported) to reposition the device and the device was cleaned and scrubbed at the same time of surgery. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-02915.